Event description:
In 2008, it was reported to boston scientific corporation that a maxforce tts balloon dilatation catheter was used the following month. According to the complainant, " the balloon ruptured and was unable to inflate." Reportedly, the procedure was completed with another maxforce tts balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been rec'd. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.